Event description:
Revision surgery due to infection.

Manufacturer narrative:
This failure investigation is limited to scope since none of the products from the revision surgery were returned to encore for examination. A review of the manufacturing records was performed, and no info was found that contradicts the complaint statement that the knee revision was due to infection. A root cause for the infection can not be determined, since there are many factors that contribute to infection that are outside encore's control.